Manufacturer narrative:
No button error alarms were noted. The buttons were unresponsive, due to corroded keypad traces. A cracked reservoir tube lip and minor scratches on the display window were noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was 151 mg/dl. The customer did not wish to perform troubleshooting. The customer was confirmed to have a back-up plan. Nothing further was reported.